Event description:
Resident was up in her geri-chair per hoyer lift with the lapboard on as required for safety. Resident slid down between the chair bottom and lapboard. Basically hanging herself between the two by her neck and arms. Rptr was not able to dislodge the lapboard and had to slide her to the floor between the two. She was without respiration for one minute, eyes rolled back. She was transfered to ER for evaluation and returned later with no permanent injuries.